Event description:
The ophthalmic surgeon reported that the system shut down during the procedure. They were unable to reboot the system and finished the case by exchanging the system. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).